Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown amplatzer amulet was chosen for implant using an unknown delivery system. The patient presented to the hospital via the emergency department with a cardiac event. Pericardial effusion was identified upon evaluation in the emergency department. Pericardiocentesis was performed, and approximately 250 ml of pericardial fluid was drained. According to the physician, the pericardial effusion appeared unchanged on transesophageal echocardiography (tee) compared to findings prior to and during the procedure.

Manufacturer narrative:
An adverse event without identified device problem was reported with pericardial effusion. A returned device assessment could not be performed as the device was not returned for analysis. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information, the cause for the reported pericardial effusion could not be determined. A prolonged hospitalization and unexpected medical intervention were a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer amulet was chosen for implant using a 12f amulet delivery system. The patient presented to the hospital via the emergency department with a cardiac event, where a pericardial effusion was identified and noted to be pre-existing, located at the apex and base of the heart, measuring 5 mm and described as circumferential. The patient was taking oral anticoagulation (oac) prior to the procedure. During the procedure, a mid-mid transseptal puncture was performed, and a 16 mm amplatzer amulet device was selected for implant using a 12f amulet delivery system. The patient was in normal sinus rhythm, and left atrial pressure was 10 mmhg. Heparin was administered, with the patient¿s act reaching 293, and no protamine or reversal agents were given. The procedure involved two partial recaptures with no full recaptures, and there were no wire or delivery sheath exchanges, nor was a wire placed in the left atrial appendage. The user and physician reported no difficulty related to device manipulation and did not believe the effusion was caused by an abbott device, with the cause considered unknown. Tee imaging during the procedure showed that the appearance of the effusion remained unchanged compared to prior and intraprocedural findings, and cardiac tamponade was not present. After the procedure, the patient was taking dual antiplatelet therapy (dapt). Pericardiocentesis was performed, and approximately 250 ml of pericardial fluid was drained to address the effusion.